Manufacturer narrative:
Analysis of the lead ()(B)(4) found no evidence of anomaly. Analysis of the lead ((B)(4)) found no evidence of anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned, indicating a surgical intervention occurred.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that at a surgical consult for a cervical trial to go to implant the patient wanted an adjustment to their implantable neurostimulator (ins) for the low back area as their pain relief was not as good as it was initially. One led on the right stimulated the patient¿s right ribs. The physician took x-rays and they reported, in their opinion, the films did not show any migration of the lead compared the films taken at implant. It was also reported that the patient slipped and fell 2 weeks after implant of the device. Impedance testing was normal on all contacts. Reprogramming was performed as an intervention and the patient status was noted as ¿alive ¿ no injury¿.. Follow up information received from the manufacturer¿s representative reprogramming was attempted but was not successful. No surgical interventions had taken place and the issue was reported as not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.